Event description:
In the last 3 to 6 months, the device allegedly failed intermittently to charge to the selected energy (either 200 or 360 joules) twice during patient use and once during routine testing. The device reportedly charged to either 3 or 5 joules then stopped and could not be discharged. Details regarding the patient events were not provided.